Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer reported that the buttons were protruding outward more than normal and were hard to press. The device had not been exposed to altitude or air pressure changes. Blood glucose value was 12 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked keypad overlay. However, device passed displacement and self tests. No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).